Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation and a suspected infection.

Manufacturer narrative:
No device associated with this report was received for examination. Review of provided patient x-rays confirmed the glenosphere has dislocated from the pe cup. The reported patient knee infection could not be confirmed based on the provided information. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the device disassociation. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 1/12/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated pain, instability, dislocation, and infection. All implants were removed and spacers were placed. There is no new information that would change the existing MDR decision.